Event description:
It was reported that the device was explanted on (B)(6) 2000 upon pt request due to lack of effect.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ipg) found no anomalies. The ipg was functionally ok. All setscrews were tight and impressions were observed on the extension connector pins. Analysis of the extension found a breached depression on the outer insulation of branch 2, circuit 1, 10 cm from the proximal end. The continuity was acceptable and there were no shorts between circuits. Analysis of the lead found that it was cut through. This was suspected explant damage. A short between circuits 0 and 1 on the proximal end was found. The outer insulation was pinched 15.1 cm from the distal end (suspected anchor point). Analysis of the lead found that the lead was ok, but cut through. This was suspected explant damage. The outer insulation was pinched 13.3 cm from the distal end (suspected anchor point). There were no shorts between circuits. Analysis of both anchors found no anomalies and no device failure.